Event description:
It was further reported by a company representative that the system was removed due to infection.

Event description:
Additional information received clarified that the patient was explanted because of the reaction to the metal. It was noted he was going to have a polymer coated implant used in 9-12 months when medtronic had it ready. Additional information received reported the patient had healed properly since explant. It was noted that he was also wanting to have the device reimplanted as soon as a serylene coated battery was available. It was reported the patient received great pain relief with the implant.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The company representative reported on (B)(6) 2014 that they spoke with the patient's doctor office today and the system was removed on (B)(6) 2012. The ins site would not heal and there was excessive drainage and swelling. The patient did not present with a fever or positive cultures. The office did not include a company representative on the follow up after the initial visit because the ins was working great. The company representative as not present or informed of the explant until the desire for a non-metal system was requested.

Event description:
It was reported that a patient had an allergic reaction to a titanium device about 1.5 years ago. It was stated that the manufacturer¿s representative was notified at the time the device was explanted. It was stated that the patient was male, but patient and device information were not available at the time of this report.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, (B)(4), product type lead. (B)(4).